Event description:
The following is based on info provided by the pt¿s attorney: (B)(6) 2001: repair of recurrent ventral hernia with insertion of a kugel patch mesh. There were no operative notes provided for any previous repairs using mesh. On (B)(6) 2003: abdominal wall exploration with debridement and excision of foreign body granuloma and a segment of mesh. After implant of the kugel patch mesh, the pt experienced subsequent persistent abdominal wall drainage and chronic subcutaneous infection. On (B)(6) 2004: abdominal wall exploration with excision of kugel patch mesh. Suture granuloma and foreign body reaction to the mesh was noted. On (B)(6) 2005: laparoscopic repair of multiple recurrent ventral hernias with implant of two composix kugel mesh. One large mesh was placed in the mid abdomen, which was noted to be very thinned out, and a smaller mesh in the epigastrium.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received add¿l event info indicating that the associated event device is not a recalled composix kugel mesh. As a result, we are submitting this MDR based on the add¿l info received. The patient has undergone extensive surgeries (16) including several ventral hernia repairs. Her co-morbidities include insulin dependent diabetes exogenous obesity, intestinal cancer, and is a 2 pack per day smoker. The info provided indicates the pt experienced recurrence, which is a known possible adverse reaction listed in the IFU. A mfg review of device history records was performed and no evidence of a mfg related cause was found for the alleged event. No sample has been returned therefore, no evaluation could be performed. With the currently available info, no firm conclusions can be drawn. If add¿l event and/or evaluation info is obtained, a follow-up MDR will be submitted.